Event description:
The customer reported that the system would extend fluoroscopic x-ray beyond demand. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative retrieved the log files. The system was tested adn found to be working as intended and put back in service.